Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while outside of a procedure, the monitor of the navigation system was flickering. It was noted that the mouse was intermittently becoming unresponsive and the navigation system restarted without prompt from the user. It was reported that the issue occurred during testing. There was no patient present when this issue was identified. No additional information was provided.